Event description:
It was reported that, functional under-sensing was observed on the device, and the patient received an inappropriate shock. The device was reprogrammed, and the patient is anticipated to be treated with medication to resolve this event. The patient was hospitalized but has been discharged. The patient was stable.